Event description:
It was observed during device evaluation that the universal cord and the up/down plate of the cystonephrovideoscope were sticky, the adhesive on the bending section cover had a chip, and the bending section did not bend in the upward direction at all. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation findings, the malfunction likely occurred because the angled wire cut prevented the bending section from moving in the upward direction. For the additional malfunctions, available evidence suggests they were likely caused by stress-related factors, such as component damage or wear over time. Overall, the most probable explanation for this issue is an expected or random component failure, with no indication of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.